Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly and battery out limit alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for battery out limit alarm was performed. Customer was able to clear the alarm and was advised the insulin pump functioned properly. Customer mentioned they had a blank display and declined to troubleshoot. Customer advised they changed the battery and four hours later the battery indicator was almost dead.